Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
A reported complaint literature of international journal of infection control (2012) published: "suitability of chlorhexidine impregnated dressings on dialysis catheters in an acute dialysis setting: lessons from our experience" which studies any significant benefits using chlorhexidine impregnated patches (biopatch) to dress permacath exit sites in an acute dialysis setting of a metropolitan teaching hospital, fourteen participants with permacaths were conveniently sampled. The sample sizes for the number of patients recruited and biopatches used is small to produce statistically significant results. Furthermore, the study relied on subjective data especially on determination of whether the catheter exit sites were infected or not. In this regard, the author recommends a more objective study which utilizes a bigger sample size to give adequate power to obtain statistically significant results. Base on the study, the results of this trial demonstrate that using biopatch in an acute dialysis unit may not produce anticipated positive results to the patient.

Manufacturer narrative:
Investigation completed on 01/19/2018. The units involved in the reported incident were used during a medical study performed are not available to perform a failure analysis. Therefore, the reported condition of ¿infection¿ is unconfirmed; no units were returned to confirm the complaint. No further investigation is possible; the root cause for these events is undetermined.